Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. The most recent information was received on 04-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('disrupted menstruation') in a 44-year-old female patient who had essure (batch no. D46959, he011fr) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced menstrual disorder (seriousness criterion medically significant), tendonitis ("recurrent tendinitis"), insomnia ("insomnia"), blindness ("vision loss"), pain ("body aches"), myalgia ("muscle pain"), depression ("depression / very disrupted social life"), loss of libido ("loss of libido"), dizziness ("dizziness"), arrhythmia ("cardiac arrhythmia") and headache ("frequent headaches") and was found to have weight increased ("weight gain"). At the time of the report, the menstrual disorder, tendonitis, insomnia, weight increased, blindness, pain, myalgia, loss of libido, dizziness, arrhythmia and headache outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for arrhythmia, blindness, depression, dizziness, headache, insomnia, loss of libido, menstrual disorder, myalgia, pain, tendonitis and weight increased with essure. Lot number: d46959 manufacturing date: 2015-01-20 expiration date: 2018-01-28. Lot number: he011fr manufacturing date: 2015-11-23 expiration date: 2018-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('disrupted menstruation') in a (B)(6) year-old female patient who had essure (batch no. D46959-he011fr) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced menstrual disorder (seriousness criterion medically significant), tendonitis ("recurrent tendinitis"), insomnia ("insomnia"), blindness ("vision loss"), pain ("body aches"), myalgia ("muscle pain"), depression ("depression / very disrupted social life"), loss of libido ("loss of libido"), dizziness ("dizziness"), arrhythmia ("cardiac arrhythmia") and headache ("frequent headaches") and was found to have weight increased ("weight gain"). At the time of the report, the menstrual disorder, tendonitis, insomnia, weight increased, blindness, pain, myalgia, loss of libido, dizziness, arrhythmia and headache outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for arrhythmia, blindness, depression, dizziness, headache, insomnia, loss of libido, menstrual disorder, myalgia, pain, tendonitis and weight increased with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.